Event description:
Ultherapy damaged my face and my eyes. I have nerve damage in face and I have to see a specialist about nerve damage to my eyelids. It also herniated the fat under my eyes and gave me malar bags which I did not have before. It also caused fat and volume loss to my entire face which made my skin sag and face look hollow. I looked like I was sick or drunk all the time. This caused me to get more "series's rd" and I had horrible insomnia problems. I cannot at this time get any refunds for the treatments. I had one a year ago. I was unaware that what was happening to my face was caused by the ultherapy. So I went to plastic surgeons. One of them that told me that I needed ultherapy again because she did not believe I had it done correctly or have enough "lines" done on my face to be helpful. I voiced my concerns about the fat loss and she assured me that there was no way ultherapy could do that. So I agreed to do it again because I look terrible. This was done on (B)(6) 2015. I had seen the reviews later abut others having same problems I was. My face go even thinner after the second time and I looked even worse than before. I contacted the doctor about and went back to see her. She said I was just being impatient. I ended up having to have surgery on my eyelids on (B)(6) 2015. My right side of my face is higher than the left, I have been doing therapy on my face and spent a fortune in supplements trying to reverse the damages to my face. The surgeon said I would need surgery now to correct my face to get it back to the way it was prior to the ultherapy. I cannot afford that. Just getting my eyes done was terrible and very distressing. There are many women out there right now that are too embarrassed to come forth and report this terrible device. I have already been ridiculed for doing it. I am sure others are also afraid of that. This device needs to be pulled off the market and never be allowed to be used on the face anywhere ever. My mouth is crooked now too. My eyes are always very, very tired now. It is a struggle to keep them open. It has been a year since the ultherapy was used on my eyes. I did not let the last doctor near my eyes. Thank goodness I did not. I never wanted to fry my face off. This just proves "missed" to tighten up the skin. I believe that the doctors and salons are just trying to recoup their money they paid for these "hurtle" devices at the cost of women's faces. The last doctor complained the who time she was zapping my face about how much they cost. Please stop this device from hurting anyone else. Thank you, (B)(6).